Manufacturer narrative:
A review of complaints determined that there is normal complaint activity for lot 01248be00 and no trends were identified associated with the complaint issue. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of lot 01244be00, which contains the same bulk material as lot 01248be00, and all specifications were met, and no false reactive results were generated. Historical performance of reagent lot 01248be00 and associated sublot 01244be00, was evaluated using world wide data from abbottlink the standard deviation to cut-off and median values of the negative population for both lots were within the established limits of the architect havab igg assay. Overall, no issues were identified related to the specific performance of lot 01248be00. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and sufficiently addresses the customers issue. Based on the investigation, no product deficiency for the architect havab igg, lot 01248be00, was identified.

Manufacturer narrative:
Patient identifier is (B)(6). This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported (B)(6) architect havab igg results on one patient. The results provided were: sid (B)(6) on (B)(6) 2019 = (B)(6) / re-centrifuged and retested = (B)(6). There was no reported impact to patient management.